Manufacturer narrative:
The technician found the brake and steer was working fine except when the weight of the patient was in the bed, then the brake and brake/steer casters would lock. The technician found the brake pads were out of adjustment and too close to the caster wheels in neutral mode. This caused damage to the caster wheels (flat spots). The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
The nurse alleged that while transporting the patient in the bed to the operating room from labor and delivery for an emergency situation, the brakes locked up and the staff had to drag the bed. The nurse strained her back while dragging the bed. The nurse did not take off from work and no treatment was provided.